Event description:
It was reported that the customer was continuously receiving no delivery alarms on the insulin pump. The customer's blood glucose was 193 mg/dl. Troubleshooting could not be performed because the alarm had already been resolved by a complete set change. Advised customer to do a complete set change as soon as possible. Advised to call back when the alarm occurred in order to troubleshoot. The customer later stated that he had reverted to manual injections. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.